Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley, to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. There was no damage found to the conductor wire. The root cause of this finding is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps (471205-17/k12211025 0061) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 on system (B)(4), with 7 lives remaining. This complaint is being reported based on the following conclusion: the instrument was reported to have melting at the distal tip. Failure analysis identified thermal damage to the bipolar yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have melting damage at the distal tip. It was noted that the instrument arrived to the sterile processing department in the reported condition. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.